Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer was not able to trouble shoot and did not want to send the reservoir or infusion set back for analysis. A new infusion set was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.